Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined. However, based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health. If the device is returned to olympus for evaluation at a later date, this report will supplemented accordingly.

Event description:
Olympus was informed that the loop of the electrode broke off inside the patient during a transurethral resection of a bladder tumor procedure. The loop was flushed out of the patient and retrieved after the procedure. The procedure was completed. No patient injuries were reported. The device will be returned for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection confirmed the loop wire broke off the electrode. No loop wire was returned for evaluation. A closer inspection of the device revealed minor charred marks on the distal tips of both yellow insulation posts. The dark/charred stains on the insulation at the distal end indicate that there was an electrical arc or a high temperature event occurred. No functional testing was performed due to the as-received condition of the electrode.